Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. Reportedly, the patient had a huge mouth or tooth abscess. The patient was scheduled for device changeout but was delayed due to infection of the mouth. There were no additional adverse patient effects reported. As of this time, the ICD remains in service.